Event description:
Technician alleged that the left siderail could not be latched.

Manufacturer narrative:
Technician found that the roller guide to the latch was missing. He replaced the roller guide and bushing and the siderail function properly. He found this stretcher out of service in the basement, and there were no alleged injuries.